Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the low-voltage lead exhibited high capture threshold. The lead was capped. The patient was in stable condition.